Manufacturer narrative:
UDI: (B)(4). The single inner setscrew was returned for evaluation. Slight contact striations were noted however not as expected for a setscrew that was subjected to the required torque. A review of the DHR found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic trends. The root cause of the set screw loosening postoperatively cannot be determined from the sample and information provided. A potential root cause may be an insufficient amount of torque applied to the set screw during final tightening. Based on the results of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This setscrew was loose in the wound when they did reop due to infection.